Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were coupling or communication issues with a device and recharger. It was reported that a device overdischarge was expected. It was indicated that a physician mode recharge would be performed. It was later reported that the ins was not holding a charge. It was stated that the patient had no problems recharging his previous ins and always charged to 100% each session. It was also stated that the patient had an overdischarge (od) approximately 6 weeks ago and it was added that the ins had not been working for 7 to 10 days. It was also added that the patient had telemetry issues and the patient had a difficult time getting his ins charged up to 100%. It was mentioned that since the od, the ins took longer to charge. It was noted that on one occasion, the patient charged for 4 hours and the patient was not able to get to 25%. The patient reportedly recharged every 3 to 7 days (every 2 weeks since the od). It was also noted that the ins was discharged today and the patient had been recharging for 1 hours and it was ¿still working on the first quartile.¿ it was further noted that the ins was not deep or tilted in the pocket. It was also reported that high impedances were seen on electrode pairs with 8 (over 10,000 ohms). It was stated that the patient could not feel stimulation when the ins was turned on. It was noted that the patient had been getting 0 coupling bars while using 2 spacers in the recharger belt. Additional information received reported that it turned out to be patient error. It was stated that the patient thought he was charging, but he was not. The manufacturer representative reportedly went over the recharger instructions with the patient.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3998, lot # v000263, implanted: (B)(6) 2005, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3487a-56, lot # j0225325v, implanted: (B)(6) 2002, explanted: (B)(6) 2002, product type lead; product ID 3998, lot # lb1771, implanted: (B)(6) 2003, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3998, lot # v000263, implanted: (B)(6) 2005, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3487a-56, lot # j0225325v, implanted: (B)(4) 2002, explanted: (B)(6) 2002, product type lead; product ID 3998, lot # lb1771, implanted: (B)(6) 2003, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).